Manufacturer narrative:
Pump was received with broken lcd window, missing electronic assembly stacks, cracked case at display window corner, detached end cap, missing reservoir tube retainer, missing reservoir tube o-ring and cracked belt clip rails. Unable to perform functional testings due to missing electronic assembly stacks.

Event description:
The customer reported via phone call that pump got smashed into a thousand pieces and experienced high blood glucose level. The customer¿s blood glucose level was 311 mg/dl and treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.